Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Date of event: date of event is unknown. Device is an implant not an instrument. Placeholder.

Event description:
Femoral shaft non union. Exchanged nail to larger diameter. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Only report with lot number and DHR. The investigation cold not be completed; no conclusion could be drawn, as no product was received. Placeholder.